Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they used to have group a and b and now they only has group a since few days ago. Agent asked patient to connect with the controller and controller show implanted neurostimulators 80%, controller 40% charged. Patient service reviewed patient can only be in one group at a time. Agent asked patient to navigate the groups and patient only saw group a with three programs on the controller screen. The issue was not resolved.